Manufacturer narrative:
(B)(4). Patient age: over 18 years old. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed lesion being treated was located in the severely calcified and severly tortuous right coronary artery. A guidezilla guide extension catheter was advanced to the target lesion with some resistance. Then the device was used to cross two balloon catheters. However the non-bsc balloon catheters were unable to cross the lesion. Upon removal of the guidezilla, it was noted that the shaft near the collar was almost detached. A 2nd guidezilla was used and became kinked. Therefore, the procedure was completed with a non-bsc device to implant two non-bsc stents. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed numerous kinks. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed lesion being treated was located in the severely calcified and severely tortuous right coronary artery. A guidezilla guide extension catheter was advanced to the target lesion with some resistance. Then the device was used to cross two balloon catheters. However the non-bsc balloon catheters were unable to cross the lesion. Upon removal of the guidezilla it was noted that the shaft near the collar was almost detached. A 2nd guidezilla was used and became kinked. Therefore the procedure was completed with a non-bsc device to implant two non-bsc stents. No patient complications were reported and the patient's status is good.